Event description:
Follow up information identified as pocket site was revised and pain issue resolved with surgical intervention.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that patient was experiencing pain at the pocket site due to a 33 pound weight loss. Patient underwent surgical intervention on (B)(6) 2017 to remove and replace ipg. Adequate therapy was restored.